Event description:
New information received reported that the device was explanted on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into the clinic for follow-up. During the interrogation, the advisory implantable cardioverter defibrillator revealed an alert for charge time limit reached and timed out. The device was scheduled to be replaced and the patient was stable throughout.

Manufacturer narrative:
The reported field event of a charge timeout was confirmed in the device image. Bench testing found the device to be normal. No anomalies were seen. The field event could not be reproduced on the bench. The cause of the charge timeout seen in the device image could not be confirmed.